Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electrosurgical unit (erbe) to resolve error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have syscheckmaster communication error. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced error "u-02 bipolar activation has been halted" message on vio dv 2.0 integrated electrosurgical unit (erbe) when powered up. Customer has tried to power cycle the erbe with no change. Technical support engineer (tse) had customer unplug the erbe and plug it back in with no change. Intuitive product. The customer reported event has no report of patient injury.